Event description:
During a laparoscopic sleeve gastrectomy, bariatric debakey graspers were used. Later when the graspers were withdrawn from the abdomen, the device was found broken. Two pieces were removed from the pt's abdomen. Procedure continued without incident. No adverse effect to pt. Post procedure, the grasper and broken pieces were not retained. Further identifying info was therefore unavailable.